Manufacturer narrative:
(B)(4) - no known impact or consequence to patient; (lens explanted); (lens appearance). Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens. The lens was explanted due to the surgeon did not like how the lens looked in the eye. A new lens was implanted. The reporter indicated they thought the lens was defective. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the surgeon reported while inserting the lens, he thought the lens/haptic was torn, so decided to remove the lens within the same surgery and implant the backup lens. There was no patient injury. The surgeon reported the lens was not defective.